Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, stent damage occurred. The calcified and severely tortuous 90% stenosed target lesion was located in the middle right coronary artery (rca). A 3.5 x 32 mm taxus express2 des was successfully implanted in the proximal rca. The physician attempted to advance a 3.0 x 28 mm taxus express2 des stent delivery system (sds) into the middle rca, but it was unable to cross the lesion. When the sds was removed from the pt, it was noted that the distal portion of the stent was flared. Due to this event, the procedure was not completed with another stent. There were no pt complications and the pt's current condition is listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context. (B)(4).